Manufacturer narrative:
The correct patient identifier should be "sad" rather than "(B)(6)".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the pacemaker exhibited ventricular noise oversensing, resulting in pacing inhibition as shown on the stored noise-reversion electrograms (egms). Programming changes to the ventricular sensitivity were suggested, but no changes or interventions were reported. There were no patient consequences.